Manufacturer narrative:
No conclusion code available the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was triggered by code corruption. The cause of code corruption and therefore the bvvi is unknown. The device was tested on the bench under electrical conditions and exhibited normal device functionality after installing a new battery.

Event description:
New information received noted the product was explanted. Further information regarding patient status and explant date was unavailable.

Event description:
It was reported that the asymptomatic patient whom have been lost to follow-up presented in-clinic for follow-up. Device was in back-up vvi. A device status report did not print. The firmware reset reason was checked and indicated elective replacement indicator and code corruption was present at the time it triggered back-up vvi. Due to low battery status further troubleshooting could not be performed. The patient was stable throughout the device interrogation and will continue to be monitored. Device replacement will be scheduled.